Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus/ malposition of essure device location of device: stretched from fallopian tube to cervix"), fallopian tube perforation ("perforation of fallopian tubeso"), genital haemorrhage ("abnormal bleeding (general)") and uterine polyp ("uterine polyp") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), photosensitivity reaction ("sun allergy"), rash ("severe rashes on skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine polyp (seriousness criterion medically significant), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia)/ periods are heavy"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine pain ("uterine area pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device, removal of uterine polyps), surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device) and surgery (removal). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine polyp, menorrhagia, back pain, hypersensitivity, female sexual dysfunction, migraine, headache, allergy to metals, photosensitivity reaction, rash, dyspareunia and fatigue outcome was unknown, the abdominal pain, dysmenorrhoea and uterine pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, photosensitivity reaction, rash, uterine pain, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: implantation was done successfully . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Reporter's information was added. Events added: abnormal bleeding (general), abnormal bleeding (vaginal), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), migraines, headaches, nickel allergy, sun allergy, severe rashes on skin,uterine polyp dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, uterine area pain. Outcome of event vaginal bleeding was updated to recovered/ resolved and cramping, abdomen pain, uterine pain to recovering/resolving. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and fallopian tube perforation ("perforation of fallopian tubes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), abdominal pain ("severe abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on(B)(6) 2008. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, fallopian tube perforation, menorrhagia and uterine perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus/ malposition of essure device location of device: stretched from fallopian tube to cervix /migration of essure device-uterine cavity/essure device was noted to be spanning from the right ostia to the internal cervical os.'), fallopian tube perforation ('perforation of fallopian tubeso'), genital haemorrhage ('abnormal bleeding (general)'), uterine polyp ('uterine polyp') and urinary retention ('urinary retention') in a 36-year-old female patient who had essure (batch no. 20430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on unspecified date, hsg(hysterosalpingogram) test was performed, confirming full occlusion of fallopian tubes. Concurrent conditions included multiple gastric ulcers. On (B)(6) 2007, the patient had essure inserted. In march 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), photosensitivity reaction ("sun allergy"), rash ("severe rashes on skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary retention (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia)/ periods are heavy"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine pain ("uterine area pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device, bilateral salpingectomies and/or hysterectomy to remove the essure device, removal of uterine polyps and removal). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine polyp, menorrhagia, back pain, hypersensitivity, female sexual dysfunction, migraine, headache, allergy to metals, photosensitivity reaction, rash, dyspareunia, fatigue and urinary retention outcome was unknown, the abdominal pain, dysmenorrhoea and uterine pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, photosensitivity reaction, rash, urinary retention, uterine pain, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 160 lbs. As per mr, operative notes-normal placement of the left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: implantation was done successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : misplaced essure (foreign body in terne cavity. Most recent follow-up information incorporated above includes: on 12-dec-2019: fu 2,3,4 were processed together. Pfs received. Reporter information, lot number added. Event: urinary retention added. On 13-dec-2019: fu 2,3,4 were processed together. Pfs received. On 16-dec-2019: fu 2,3,4 were processed together. Mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus/ malposition of essure device location of device: stretched from fallopian tube to cervix /migration of essure device-uterine cavity/essure device was noted to be spanning from the right ostia to the internal cervical os.'), fallopian tube perforation ('perforation of fallopian tubeso'), uterine polyp ('uterine polyp') and urinary retention ('urinary retention') in a 36-year-old female patient who had essure (batch no. 20430-notvalid.) Inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on unspecified date, hsg(hysterosalpingogram) test was performed, confirming full occlusion of fallopian tubes. Concurrent conditions included multiple gastric ulcers. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("severe abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), photosensitivity reaction ("sun allergy"), rash ("severe rashes on skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary retention (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia)/ periods are heavy"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine pain ("uterine area pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device, bilateral salpingectomies and/or hysterectomy to remove the essure device, removal of uterine polyps and removal). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, fallopian tube perforation, uterine polyp, genital haemorrhage, menorrhagia, back pain, hypersensitivity, female sexual dysfunction, migraine, headache, allergy to metals, photosensitivity reaction, rash, dyspareunia, fatigue and urinary retention outcome was unknown, the abdominal pain, dysmenorrhoea and uterine pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, photosensitivity reaction, rash, urinary retention, uterine pain, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: current weight 160 lbs. As per mr ,operative notes-normal placement of the left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: implantation was done successfully. Most recent follow-up information incorporated above includes: on 6-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.